Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had poor coupling since implant. The ins pocket was revised on (B)(6) 2016 due to the poor coupling. It appeared that the patient recovered completely and the patient was in the office on (B)(6) 2016. It was noted that the hcp had removed the patient¿s main bandages. The patient had pain since the revision because she had not used her ins and needed the ins to help with the pain. The pain did not seem to be related to the revision but a lack of using the ins instead. The pain was intended to be resolved with the ins. The reason for not using the ins was that the patient was getting poor coupling. The patient was still getting poor coupling after having the revision. During the call with the manufacturer on (B)(6) 2016, the antenna was positioned over the ins and a recharge session was attempted but poor coupling of four bars or less was obtained. Repositioning the antenna did not resolve the issue. The antenna locate feature was tried and the baseline off of the ins was 72 and when the antenna was over the ins the hcp got two coupling boxes but did get four boxes a couple times. It was noted that the patient was to follow-up with the hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.